Event description:
It is reported by the pt's counsel that post-op, the pt experienced pain and x-rays in 2007, showed a fractured femoral component. Pt was revised on four days later, wherein right femur nonunion and fracture of the femoral component were noted.

Manufacturer narrative:
Evaluation: the package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended.